Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed liquid on the screen, removed the reservoir and saw that the reservoir was leaking. The customer stated that the down arrow button was not working as well. The customer's blood glucose was over 400 mg/dl. Troubleshooting was done. The customer was unaware of how the leak occurred and that she did not receive any alerts relating to the leak incident. The customer also did not recall any significant events leading to the keypad issues aside from the insulin pump being exposed to insulin from the leaky reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. There was no button response due to open j2 connector on lcd board. There was moisture damage noted on lcd board. Unable to perform functional test including prime, compromised force sensor error, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly.